Event description:
During service of device an motor stall, with audible low pressure alarm, was found due to integrated circuit u10 on the motor board, u13 and u15 on the logic board being out of specification. Replaced u10,u13, and u15.